Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a syringe module, running morphine sulfate at unspecified dose and rate, lost connectivity. The patient required an unspecified rescue bolus of morphine sulfate. A new pump was implemented and there was no harm or lasting effects for the patient. It was noted that the "blue base connector" was missing and may have affected the connection to the pcu.